Event description:
A two-day infusor filled with 11400 mg of 5fu and 15 ml of 5% glucose was connected to a patient instead of a five-day infusor which resulted in an overinfusion. There was no report of patient injury or medical intervention required.